Manufacturer narrative:
They will be sent a loaner and the device will be sent in for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the bedside monitor rebooted during a procedure, displaying a v shaped code in blue. The customer noted a "data abort/wp" error message on the logs that were pulled.

Event description:
The customer reported that the bedside monitor rebooted during a procedure, displaying a v shaped code in blue. The customer noted a "data abort/wp" error message on the logs that were pulled.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that their bsm-6701a rebooted during a procedure and displayed a v shaped code in blue. Service requested: exchange. Service requested: exchange. The customer was initially sent a loaner, which was then changed to be an exchange unit to resolve the issue and the customer's defective unit was received. The unit was cleaned and evaluated. The reported problem of " the data abort/wp error " could not be duplicated through testing, trouble shooting and extended operation of the device. During testing the unit was working all the time and not showing an error code. Review of the device history indicates no previous cnd status. The unit was tested per operator's/service manual. The unit completed 5 days of extended testing and operates to manufacturer's specification. Investigation result(s): the root cause of the issue was unable to be identified due to being unable to duplicate the reported issue. Per the repair center's evaluation, the unit was not having any issues during testing and was performing as intended. The device serial number history shows that there have been no further/previously reported issues nor servicing for this device rebooting and displaying a blue screen. Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, refurbishing, or other suspected defects (see attached). Trending analysis found only one similarly reported issues regarding mu-671ra device displaying a blue screen and rebooting. This issue was found at a separate facility. There has been only one reported similar issue, therefore an adverse trend is not suspected and no indication of design deficiency. The customer asked that their unit not be returned and kept the working unit sent to them. Investigation by qe has been completed as investigational information within the record documents that the device was performing as manufacturer intended.